Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after reconnection to the ilet, the system corrected a high glucose and the patient experienced subsequent low glucose, followed by user correction with fast-acting carbohydrates and a rebound high, after which glucose stabilized; the event was managed with troubleshooting and education regarding avoidance of overtreatment during the learning phase. Symptoms included hypoglycemia with nausea. Outcomes included transient low glucose and urgent low soon alerts without need for medical intervention or hospitalization. Investigation included review of reported sensor and therapy behavior and user coaching. Investigation of this case revealed an unclear cause for the hyperglycemia and hypoglycemia, with no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.